Event description:
Customer called to report a capsule that would not detach from the delivery system. The capsule did attach to the esophageal but it would not detach. The pt was not injured during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.